Event description:
It was reported that the implantable cardiac monitor could not be interrogated and an error message was displayed. The device was exposed to electrocautery. The device was successfully restored. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.